Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant med products and therapy dates: speed reducer device, (B)(6) 2020. UDI: (B)(4).

Event description:
It was reported that during a craniotomy surgical procedure, it was observed that the motor device had low power. It was noted that the device was being used with a speed reducer device and the burr holes took longer ninety seconds. It was unknown if there were delays in the surgical procedure or if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the locking components and vanes were worn from being power broken, the modified set screws were loose, the muffler spring was missing, the locking collar was dented, the device overheated, had low rotations per minute and ran in the locked position. The device also failed pretest for visual assessment, housing pin height, muffler tube verification, muffler sock, loctite, safety, temperature and rotational speed. Therefore, the reported condition was confirmed. The assignable root cause was traced to improper handling and unauthorized repair which is user error.